Event description:
It was reported that the guide wire was being placed into a left superficial femoral artery, using a contralateral approach through another co's contralateral sheath. The "bhw" was placed across two tandem lesions. Intervention was not performed at this time and the guide wire was pulled back. The guide wire fractured when being removed, and approx 20cm was sheared off. The location of the fracture was reportedly between the two lesions. The distal 20cm of the guide wire was successfully snared out of the body. Reportedly, no pt injury occurred.